Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge, cystitis, hormone level abnormal, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiffs received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, vaginal discharge, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, reporter, medical device removal information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C51082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, vaginal discharge, cystitis, hormone level abnormal, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiffs received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, vaginal discharge, bladder infection. Left- 0. Right- 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2015: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporters information were added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C51082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, vaginal discharge, cystitis, hormone level abnormal, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiffs received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, vaginal discharge, bladder infection. Left-0 right-4 coils diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test: bilateral occlusion. Batch no c51082 production date 2014-04-29 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge, cystitis, hormone level abnormal, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiffs received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, vaginal discharge, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 02-sep-2015: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.